Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff have never brushed the balloon channel and were not comfortable putting the brush into that area for fear of damaging the scope. There is no suction unit in the reprocessing area for suctioning after brushing. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
No additional information received from customer.